Event description:
It was reported that the right ventricular (rv) lead high impedance and polarity switch. The lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was distorted due to kinking/buckling. If information is provided in the future, a supplemental report will be issued.